Event description:
It was reported that the radiofrequency programmer head was no longer able to interrogate devices. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that it was no longer able to interrogate devices, it passed all functional and system tests however it was noted that its upper case lens as well as its lower case were broken, and both were replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.